Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoid surgery, there was poor staple formation. There was blood loss of more than 500cc which required a blood transfusion. The incision was extended by more than 1 inch and the surgery was extended by more than 30 minutes. The surgeon made sutures with the wire and not with the stapler to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.